Manufacturer narrative:
H2: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (s/n: (B)(6)) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (s/n: (B)(6)) revealed that the lead was returned segmented; however electrical testing of the returned seg ment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a the leads partially explanted 2 years ago (unrelated issue). Surgeon cut the distal ends of both percutaneous leads but didn¿t explant the ins at that time. The system was working prior to having that back surgery. Today the surgeon explanted the old implantable neurostimulator (ins) and remaining portion of leads and implanted a new ins and lead. The issue is resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d, references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260, (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2018, brand name: vectris surescan, product ID: 977a260, (serial#: (B)(6)), product type: 0200-lead, implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received. From a patient, who was implanted with an implantable neurostimulator (ins). It was reported, the patient's leads were cut, during spine surgery, pain associated with spine stimulator battery and possibly leaking. The patient wanted a new stimulator for neuropathy.

Event description:
The patient reported they have had multiple [unrelated] back surgeries and the implant was damaged in one of the surgeries. Patient said the leads were also cut in a prior surgery 2 years ago in october and they have since had spine surgery again and they need to have the implant taken out and a new one put in. Patient asked if they could talk to a representative to schedule the explant and implant at the same time instead of having to have 2 separate procedures. Agent reviewed reps role and emailed patient healthcare provider listings.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.